Event description:
In 2009, the pt reported air bubbles form in the insulin cartridge of her infusion device within 2 hours of changing the cartridge which has resulted in elevated blood glucose readings in the 300-400 mg/dl range. Her target reading is 120 mg/dl. She said she has been hospitalized for dehydration twice since she began using her infusion device. She uses room temperature insulin to fill the cartridge and uses the proper cartridge changing techniques. She said she has never changed her infusion device adapter and she was advised to do so. She said her current blood glucose reading was 153 mg/dl which is acceptable. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.